Event description:
Allegedly gradual breakage of the component. Right distal femur osteosarcoma.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The event is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-00366. This event occurred in (B)(6).

Manufacturer narrative:
Conclusion: no conclusion can be drawn.the complaint was reviewed and analysis showed no trend for (B)(4) lot no: 047428586. The product was not returned.(B)(4).